Event description:
The user facility reported that the external recorder triggers of their hexavue ip custom room rack were not working properly. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the external recorder was not operating properly. To resolve the issue, the technician reconfigured the settings of the recorder. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.